Event description:
An abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt was not an open surgical repair candidate. It was reported approx four weeks ago, the pt presented with abdominal pain and the CT demonstrated a type I endoleak. (Mdr2953200-2009-00219) the physician elected to place a talent aortic cuff and an iliac limb. It was reported that the pt returned nine days later with abdominal pain. The pt was transferred to a larger hosp for explant of the stent graft. Another CT was performed and demonstrated a type I endoleak and a ruptured aneurysm measuring 17 cm in the greatest dimension. The physician elected to surgically convert the pt to an open repair. The explanted stent graft was discarded by the user facility. It was reported that the pt subsequently expired due to sepsis and bowel ischemia eight days post stent graft removal.

Manufacturer narrative:
Results- endoleak, death. Other - lack of info, the stent graft was discarded.